Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail advanced (tfna) procedure on (B)(6) 2016, the surgeon was unable to remove the blade/screw guide sleeve from the aiming arm and therefore, had to remove it as one piece. There was a five (5) minute delay due to the difficulty in removing the device. The surgery was completed successfully and the patient was reported as stable. Upon inspection after surgery, it was noted that the compression nut would not turn and the release button would not work. A pin wrench was needed to get the compression nut to turn so that the guide sleeve could be removed. The inspection of the guide sleeve revealed that the threads were flattened for approximately 1mm in depth and 1 inch in length. The threads were noted to be intact. Concomitant devices: aiming arm locking device (part #03.037.015, lot #9562667, quantity 1), trochanteric fixation nail (part #unknown, lot # unknown, quantity 1). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (buttress/compression nut, part number 03.037.016, lot number 9480684). The subject device was returned with the complaint condition stating that during a trochanteric fixation nail advanced (tfna) procedure on (B)(6) 2016, the surgeon was unable to remove the blade/screw guide sleeve from the aiming arm and therefore, had to remove it as one piece. There was a five minute delay due to the difficulty in removing the device. The surgery was completed successfully and the patient was reported as stable. Upon inspection after surgery, it was noted that the compression nut would not turn and the release button would not work. A pin wrench was needed to get the compression nut to turn so that the guide sleeve could be removed. Inspection of the guide sleeve revealed that the threads were flattened for approximately 1mm in depth and 1 inch in length. The threads were noted to be intact. The returned blade guide sleeve (03.037.017, 9620447) is included in the trochanteric fixation nail advanced system and is used to help with head element insertion. The returned blade guide sleeve was received with minor scratches and marks indicative of the struggle experienced when attempting to disassemble the parts as mentioned in the complaint description. There was also a significant indentation noticed on the proximal end of the sleeve, which most likely occurred while attempting to disassemble the entire assembly, which was not disassembling as intended. However, the complaint condition and/or contributing factors were not noticed upon inspection and therefor the complaint condition was not confirmed. An aiming arm locking device (03.037.015, 9562667) and buttress/compression nut (03.037.016, 9480684) were also returned as part of the complaint, but upon inspection, and considering the complaint description, it was determined that they did not contribute to the complaint condition and are therefore concomitant. As part of this investigation a visual inspection, drawing review, root cause analysis, and risk management assessment were performed. During complaint condition replication soft tissue pressure was simulated and friction between mating parts was noticed. The returned sleeve and buttress compression nut were tested together and no issue was apparent with the nut or sleeve threading as the parts fully mated and no damage was noticed on either device which would have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.